Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap cholecystectomy + ioc. Event description: 'complaint (B)(4), complaint 1 of 2. 'Complaint (B)(4), complaint 2 of 2. This event was identified when qc_amr received x2 complaint devices, when accepting delivery for the initial complaint (B)(4). Clips not closing properly, clip applier does not fit through 5mm port - preventing control of bleeding in an emergency. This event device was the resolve - a second clip applier that was opened which had trouble with the clips closing properly. There was a patient injury associated with the complaint event - temporary bleeding with no long-term effect to the patient. Intervention: this was the resolve - a second clip applier being opened that had trouble with the clips closing properly. Patient status: temporary bleeding. No long-term effect to patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. The complainant¿s experience could not be replicated or confirmed as all clips closed properly during functional testing. The event unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Procedure performed: lap cholecystectomy + ioc. Event description: 'complaint (B)(4), complaint 1 of 2.' 'Complaint (B)(4), complaint 2 of 2.' This event was identified when qc_amr received x2 complaint devices, when accepting delivery for the initial complaint (B)(4). Clips not closing properly, clip applier does not fit through 5mm port - preventing control of bleeding in an emergency. This event device was the resolve - a second clip applier that was opened which had trouble with the clips closing properly. There was a patient injury associated with the complaint event - temporary bleeding with no long-term effect to the patient. 10.07.2024 additional information requested & received from [name], territory manager via email: q: for (B)(4) can we please request the following additional information so we can tell whether they are experiencing clips scissoring or clip misalignment: by ¿clips never align when closing¿, do the clips not align properly as in photo a or b? Response: he actually drew a diagram for me which resembles picture a, not b demonstrating challenges with clip closure. Based on images provided to the account, the clips appear to have scissored. 30oct2024 additional information received from tm via email: I can confirm that from my notes dr [name] opened a second applied medical clip applier, and experienced challenges with the clips closing properly. This item was returned for investigation also. Intervention: this was the resolve - a second clip applier being opened that had trouble with the clips closing properly. Patient status: temporary bleeding. No long-term effect to patient.